Manufacturer narrative:
The insulin pump had a motor error alarm during rewind due to a corroded motor home switch. Unable to perform the displacement test due to motor error alarm.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 231 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.